Manufacturer narrative:
The customer complaint was confirmed during initial functional testing and archive data review. The root cause of the issue was due to a defective load cell. The autopulse platform is a reusable device and was manufactured on 09/30/2014. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. To resolve the issue, the load cell was replaced. Unrelated to the reported complaint, during evaluation the front enclosure was found damaged and a sticky clutch plate was observed. To ensure that the autopulse platform is functional without issue, the front enclosure will be replaced and the clutch plate was deburred. The platform was re-evaluated and passed all final testing criteria. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. The reporter made attempts to troubleshoot the issue but was unsuccessful. There was no report of patient involvement.